Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8780, lot#, serial# (B)(4) implanted: 2014 (B)(6) explanted: product type catheter. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturers representative regarding a patient with a granuloma. It was reported on 2016 (B)(6) that there was a cyst at the catheter tip. A MRI was done to confirm the granuloma. The patients medication dose was reduced, and the cyst began to shrink. It was unknown if the issue was resolved at the time of the report. The patient experienced no symptoms. The patient later returned for a refill with no demonstration of symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.